Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. Based on information provided and without the device to analyze, a cause for the reported leak/splash (loss of fluid column during device preparation) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that during prep, the steerable guide catheter could not hold column at the hemostasis valve. After several attempts it was decided to open another sgc and complete the procedure. There was no patient contact with the device.